Manufacturer narrative:
Patient date of birth and age is unknown; age reported as early 20¿s. Patient weight is unknown; reported as slender. Additional product code: hrs. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture procedure that the patient underwent on (B)(6) 2018, an unknown variable angle (va) locking screw was stripped when it was put in the va locking compression plate (lcp) two-column volar distal radius plate. There were no visible fragments generated from the stripped screw. The surgeon took quite some time in deciding to leave the screw inside, which caused an approximate thirty (30) minute surgical delay. The procedure was successfully completed, but it is unknown what the patient outcome was. Concomitant device reported: va lcp two-column volar distal radius plate 2.4mm (part 02.111.631s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).